Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent down arrow button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window and scratched reservoir tube window.

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for a button error, began to work fine again, and then alarmed again during dinner. The blood glucose reading was 139 mg/dl. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.